Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable lead displayed elevated thresholds and noise. The patient was subsequently seen for a lead revision procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.